Event description:
The event is reported as: eight months ago, the pt had a laparoscopic cholecystectomy (gall bladder cutting) surgery due to cholecyst stones. During this procedure, the operator used 1 clip of (B)(4) to close the cholecyst (gall bladder) artery and used 1 clip of (B)(4) to close the bile duct (cystic duct). The 2 clips were left in the pt's body. The surgery was successful. The pt recovered and left hospital. In (B)(6) 2010, the pt came to hospital because of abdomen ache. The hospital checked the pt's duodenum by endoscopy and a clip was found inserted halfway into the pt's gut. The operator took out this 1 clip at once. The pt recovered and left the hospital.

Manufacturer narrative:
The sample is not available for investigation. The investigation report is incomplete at this time. A follow-up report will be sent when investigation is complete.